Event description:
Patient undergoing a left cardiac catheterization when the stent came off the balloon and md was unable to retrieve it - lost below the aortic arch. Md was unable to locate stent placement despite full body fluoroscopy and a CT of head, chest, abdomen, and pelvis.